Manufacturer narrative:
Patient¿s weight was not provided. Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Pump stoppages were reported. The patient exchanged the power module patient cable and system controller. No further alarms occurred. Technical services reviewed the submitted log files. Pump decelerations and pump stoppages were confirmed between (B)(6) 2018 with pump parameters within normal limits post system controller and patient cable exchange. X-rays were reviewed and appeared unremarkable.

Manufacturer narrative:
Section b5: additional information. Device evaluation: although the reported pump stops were confirmed through a review of the submitted log files, a potential cause could not be conclusively determined through this evaluation. Log file evaluation showed multiple pump stoppage events and pump speed decelerations between 29apr2018 and 30apr2018 corresponding to alarms for low speed and low flow hazard, as well as elevations in power in the range of 9.1-14.8 w. These events occurred while the lvad was connected to the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. Review of the submitted x-ray images could not conclusively determine any areas of damage on the driveline. The patient remains ongoing on vad support with no further related issues reported. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: on 29jun2018 follow-up log file was submitted to the manufacturer for review. A representative of the manufacturer¿s technical services reviewed the log file which revealed the pump values and parameters were within normal limits. No unusual events were noted.

Manufacturer narrative:
Device evaluation: although a root cause for the low speed events and pump stops captured in the log file could not be conclusively determined through this evaluation, they appeared to be consistent with a potential compromise in the percutaneous lead (driveline). Log file evaluation showed multiple pump stops and low speed events between (B)(6) 2018, as well as between (B)(6) 2018. These events occurred while the lvad was connected to the power module and corresponded to alarms for low speed and low flow hazard. The heartmate ii instructions for use and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient¿s lvad had pump stoppages on (B)(6) 2018. Then patient performed a system controller exchange and did not inform the healthcare professional of the events. Technical services reviewed the submitted log file and confirmed pump stoppages and low speed operations below the low speed limit of 8600 rpm. This type of behavior had been previously linked to potential issues with the percutaneous lead (driveline). These issues only appeared to occur while the lvad was connected to the power module.

Manufacturer narrative:
Section a4: correction.